Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detector failed during testing. There was no patient involvement.

Manufacturer narrative:
D3: correction. D9: date returned to mfg.: 12/20/2024. H3 and h6. Codes: updated. Device evaluation: the complaint for ¿air detector failed¿ was confirmed through air detector test. The cause was unknown. Replaced air detector to correct the problem. Performed air detector test and verify air detector height. Further investigation found battery compartment corrosion and battery compartment damaged. Replaced battery compartment and battery door. Performed performance verification testing (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.